Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported the insulin pump had a blank display during bolus delivery. Customer's blood glucose was unknown. Customer reported the screen returned partially after a battery change. Customer reported the device was showing weak battery but the battery symbol was full charged, device did not alarm a low battery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. No missing segments/partial display noted. The insulin pump alarmed motor error during rewind due to a corroded motor home switch. Unable to test for operating currents, self-test and displacement test due to motor error alarm. No moisture damage noted on the electronic assembly. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.